Manufacturer narrative:
Technician found that the casters were worn. He replaced the casters and the brakes functioned properly. The stretcher was from the emergency room and there were no alleged injuries.

Event description:
Hill-rom technician alleged that when the brakes were engaged, the head end casters would still swivel.